Event description:
During follow-up, noise leading to oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.